Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulled/stretching. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead rv defibrillation coil showed a "gap¿ a couple centimeters from the ring and the individual coils would move when the physician ran their finger over them. The physician was not comfortable using the lead, so a second lead was provided. The next rv lead was implanted but the lead helix would not deploy. The lead was removed and bench tested with the same results. A third lead was utilized and implanted without further issues. No patient complications have been reported as a result of this event.